Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2015 two absorb scaffolds, sizes 3.0x28 and 3.0x18, were implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2016 the patient had exertional chest pain, classified as stable angina. On (B)(6) 2017 the patient was given medication and underwent x-ray, echocardiogram, and a diagnostic coronary angiogram. The angiogram showed a diffusely atheromatous lad with significant stenosis in the mid vessel. On (B)(6) 2017 the patient was admitted to the hospital for surgery. Elective coronary artery bypass graft surgery was performed on (B)(6) 2017 in the right coronary artery to posterior descending, obtuse marginal, and the lad. The procedure went well with no significant complications. The surgical report indicates there was diffuse disease in the coronary arteries, especially the lad. Medications were administered on (B)(6) 2017. The patient was discharged on (B)(6) 2017. The condition was resolved on (B)(6) 2017 when the patient reported no chest pain and no shortness of breath. No additional information was provided.